Manufacturer narrative:
Continuation of d10: 4136 lead implanted (B)(6) 2016 competitor lead implanted (B)(6) 2016 4555 lead implanted (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an episode classified as ventricular fibrillation (vf) which resulted in the delivery of shock therapy. The episode was successfully treated; however, stored electrograms showed non-physiologic rates and morphologies consistent with electromagnetic interference (emi). It was further reported that the patient was holding onto a clothes washing machine at the timeof the event. The cardiac resynchronization therapy defibrillator (crt-d) device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6 <(>&<)> additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported via follow-up with the clinic that oversensing and noise was observed with the emi.